Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman surgical pattie (lot no.j4499y. Ref no. (B)(4) became detached from the string leaving the pattie in the brain. The pattie was never found despite extensive searching by the surgeon. All policies were followed. The surgeon felt that this would not have a detrimental effect on the patient. As the operation was very lengthy, the patient was slow to wake, which is not unusual, therefore the patient was sent for a head scan, which was booked at 20-45hrs. The clot that was about the size of the small pattie was diluted in saline to ensure that it was not the pattie. The surgeons looked extensively for the pattie to no avail. All instruments and drapes were inspected to no avail. Medical staff followed policy and reported to the surgeon that the micro 1/4 x 1/4 pattie was missing from the string when he return the patties to the scrub nurse and was still in the head. Surgeon and the assistant search the wound and could not find the pattie. The surrounding areas in theatre were search thoroughly. X-rays were not taken at the time as the surgeon felt that the pattie would not cause harm to the patient remaining in place.